Event description:
Patient was hospitalized with elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The nurse reported that the patient had set the pump to a temporary basal insulin delivery rate of 0.00 units.